Manufacturer narrative:
26-sep-2017 product investigation results: reporter returned the product on 22-sep-2017. Product confirmed to be counterfeit.

Event description:
Chip- right front tooth / took a big chunk out of the tooth [tooth fracture]. Divot right front tooth [tooth injury]. Tooth feels weird / unusual / it felt like she recently had dental work done - right front tooth [dental dysaesthesia]. Toothbrush became supercharged, speed started to pick up, metal piece sticking out, chipped tooth - oral-b [injury associated with device]. Toothbrush became supercharged, speed started to pick up, metal piece sticking out / metal post came out - oral-b [device breakage]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old female consumer reported via phone on 15-feb-2017 that she was brushing her teeth on (B)(6) 2017 with her oral-b vitality series toothbrush and noticed that it became "supercharged" and the speed really started to pick up. When she got done brushing, she noticed that her front right tooth had a divot in it; she clarified that it didn't chip badly on the bottom but took a big chunk out of her tooth. She explained that her tooth felt really weird, unusual, almost like she talked with a lisp or recently had dental work done. She stated that she'd had oral-b toothbrushes for years, and probably replaced the brush more than she needed to (at least 5 to 6 times a year). She explained that the current oral-b brushhead, version unknown was from a pack of 5, and she was down to the second to last one. She described that the brush head had a small metal post that one usually didn't see because it was flush with the plastic; with this one, the metal post came out/was sticking out and ultimately chipped her front tooth. The consumer had not yet contacted her dentist and she did not do anything as she stated it was a cosmetic issue. She reported that she used her toothbrush once a day to three times a day. The case outcome was not recovered/not resolved. Other relevant history: medical history - chipped tooth. Allergy - medications. No further information was provided. 26-sep-2017 product investigation results: reporter returned the product on 22-sep-2017. Product was confirmed to be counterfeit. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Chip- right front tooth / took a big chunk out of the tooth [tooth fracture], divot right front tooth [tooth injury], tooth feels weird / unusual / it felt like she recently had dental work done - right front tooth [dental dysaesthesia], toothbrush became supercharged, speed started to pick up, metal piece sticking out, chipped tooth - oral-b [injury associated with device], toothbrush became supercharged, speed started to pick up, metal piece sticking out / metal post came out - oral-b [device breakage]. Case description: a (B)(6) female consumer reported via phone on (B)(6) 2017 that she was brushing her teeth on (B)(6) 2017 with her oral-b vitality series toothbrush and noticed that it became "supercharged" and the speed really started to pick up. When she got done brushing, she noticed that her front right tooth had a divot in it; she clarified that it didn't chip badly on the bottom but took a big chunk out of her tooth. She explained that her tooth felt really weird, unusual, almost like she talked with a lisp or recently had dental work done. She stated that she'd had oral-b toothbrushes for years, and probably replaced the brush more than she needed to (at least 5 to 6 times a year). She explained that the current oral-b brushhead, version unknown was from a pack of 5, and she was down to the second to last one. She described that the brush head had a small metal post that one usually didn't see because it was flush with the plastic; with this one, the metal post came out/was sticking out and ultimately chipped her front tooth. The consumer had not yet contacted her dentist and she did not do anything as she stated it was a cosmetic issue. She reported that she used her toothbrush once a day to three times a day. The case outcome was not recovered/not resolved. Other relevant history: medical history - chipped tooth. Allergy - medications. No further information was provided.